Event description:
It is reported that end-user received a 'paper cut' to skin at the 6 o'clock position, upon removal of the paper-release paper form the tape collar. End-user has used product for 5 years.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. End-user states that the next pouch change, the skin is cleansed with soap and water, rinse, dry and then applies (B)(4) cohesive seal around stoma then the wafer. No additional event/pt details have been provided to date. Should additional info become available a f/u report will be submitted. A return sample for eval is not expected.